Event description:
This was a lead extraction procedure to remove one non-functional single coil sprint fidelis rv ICD lead. An lld was used to prep the lead and a 14f glidelight laser sheath was used to lase. At the innominate/svc junction there was a highly calcific area around the lead, so an outer sheath was used in conjunction with the glidelight laser sheath. This attempt was unsuccessful so the physician upsized to a 16f glidelight and was able to get through the calcific area down to the rv and remove the lead successfully. Upon removing the laser sheath through the svc and out of the body, the patient's blood pressure crashed. A pericardiocentesis was performed while the surgeon scrubbed in. A sternotomy was performed and the surgeon had access to the heart within 3-5 minutes after the blood pressure dropped. A large tear was discovered and repaired in the svc. Multiple units of blood were administered to the patient during the rescue. The patient was able to recover physiologically, however, brain function was not able to be recovered and life support was discontinued on (B)(6) 2014.